Event description:
Enduser is stating that the chair stopped in the middle of the street and she had to pay 2 people to push her home. Enduser is stating the chair will work now, but not staying on as long as it used to .